Event description:
A user facility nurse manager reported a patient passed away on (B)(6) 2023 while they were performing their treatment on the cycler. Upon follow-up, the pdrn stated the patient was at home utilizing the liberty select cycler in which the treatment was initiated on (B)(6) 2023. Sometime overnight, the patient¿s spouse found the patient unresponsive and 911 was called. Emergency medical services (ems) arrived and cardiopulmonary resuscitation (CPR) was administered. The pdrn did not have any additional details on what medical intervention was provided or if any CPR was provided prior to ems arrival. The patient was transported to the local hospital where they were pronounced deceased in the early hours of (B)(6) 2023. The pdrn could not confirm the report of cardiac arrest as the cause of death for the patient. The pdrn stated the cause of death is unknown. The pdrn stated they were able to download the patient¿s treatment from the iq drive and did not see any issues with the liberty select cycler during the patient¿s treatment prior to the event. However, the patient did receive multiple alarms (unspecified) during the treatment. The pdrn could not confirm what alarms the patient received. The pdrn stated the patient did not have any recent decline in health nor any cardiac history. The pdrn stated the patient death was unexpected. Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse manager reported a patient passed away on (B)(6) 2023 while they were performing their treatment on the cycler. Upon follow-up, the pdrn stated the patient was at home utilizing the liberty select cycler in which the treatment was initiated on (B)(6) 2023. Sometime overnight, the patient¿s spouse found the patient unresponsive and 911 was called. Emergency medical services (ems) arrived and cardiopulmonary resuscitation (CPR) was administered. The pdrn did not have any additional details on what medical intervention was provided or if any CPR was provided prior to ems arrival. The patient was transported to the local hospital where they were pronounced deceased in the early hours of (B)(6) 2023. The pdrn could not confirm the report of cardiac arrest as the cause of death for the patient. The pdrn stated the cause of death is unknown. The pdrn stated they were able to download the patient¿s treatment from the iq drive and did not see any issues with the liberty select cycler during the patient¿s treatment prior to the event. However, the patient did receive multiple alarms (unspecified) during the treatment. The pdrn could not confirm what alarms the patient received. The pdrn stated the patient did not have any recent decline in health nor any cardiac history. The pdrn stated the patient death was unexpected. Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray paint is discolored, the heater button is damaged. The front panel and bottom cover are damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of cardiac arrest and subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler. A review of the patient¿s treatment record from the date of the event did not show any issues. The pdrn stated there were multiple alarms; however, did not specify what alarms were received. The treatment data provided from technical support showed the treatment ended in the drain phase of cycle 3 with a power failure. This most likely is when the cycler was turned off due to the patient being found unresponsive and being transported to the hospital. Although the patient was found unresponsive in cardiac arrest, a cause of death was not confirmed. Patients with end stage kidney disease (eskd) who receive maintenance dialysis have mortality rates of 15-20% per year. Additionally, compared to the general population, these patients are far more likely to die prematurely of a cardiac arrest with out-of-hospital sudden cardiac death occurring 20 times more often in people receiving dialysis than in the general population. Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and subsequent death.

Event description:
A user facility nurse manager reported a patient passed away on (B)(6) 2023 while they were performing their treatment on the cycler. Upon follow-up, the pdrn stated the patient was at home utilizing the liberty select cycler in which the treatment was initiated on (B)(6) 2023. Sometime overnight, the patient¿s spouse found the patient unresponsive and 911 was called. Emergency medical services (ems) arrived and cardiopulmonary resuscitation (CPR) was administered. The pdrn did not have any additional details on what medical intervention was provided or if any CPR was provided prior to ems arrival. The patient was transported to the local hospital where they were pronounced deceased in the early hours of (B)(6) 2023. The pdrn could not confirm the report of cardiac arrest as the cause of death for the patient. The pdrn stated the cause of death is unknown. The pdrn stated they were able to download the patient¿s treatment from the iq drive and did not see any issues with the liberty select cycler during the patient¿s treatment prior to the event. However, the patient did receive multiple alarms (unspecified) during the treatment. The pdrn could not confirm what alarms the patient received. The pdrn stated the patient did not have any recent decline in health nor any cardiac history. The pdrn stated the patient death was unexpected. Additional information regarding the patient and the event was requested, however, not provided by the facility.